Event description:
Tech said this bed had no bed functions.

Manufacturer narrative:
Tech found defective power dist. Cable. Tech replaced the cable to repair this bed. He said nobody was hurt. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.